Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that following a shock, the patient with this lead was seen for a follow-up. An interrogation would confirm normal in range system values; however, slightly changed since implant. A routine check the following month, then illustrated sensing issues and a dislodged lead. During a lead revision, the physician was unable to fix the lead in a stable position thus, the lead was explanted and replaced. No resulting adverse patient effects were reported and the explanted lead is intended to be returned for analysis. It was reported the lead insulation was cut at the explant procedure.